Event description:
Dentist was doing a root canal when the clamp broke. Rubber dam technique was being used. Endo files in mouth and clamp popped off. Feels clamps are defective or too small. The dentist felt the clamps are really tight; coming back tight in the mouth.